Manufacturer narrative:
The part #400180-14/lot #m91191108 does not show in the system logs due to the part being an accessory. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory had a tear on the grey part of the accessory, which could lead to arcing. Although no arcing was seen and no patient harm, adverse outcome or injury occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a split was noted on the monopolar curved scissors (mcs) tip cover accessory. The split started at the clear part of the accessory and extended to the dark grey area. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: it was confirmed that the issue was identified during the procedure. The mcs tip cover accessory was installed with a tool and without electro-lube. The tear was noted on the clear and the grey area of the accessory. No smoke, sparks or arcing were seen. The surgeon believed that the tear was due to a normal used/unknown cause.